Event description:
It was reported that during the procedure, while attempting to remove set screws, the tip of two drivers broke. All broken pieces were retrieved from the patient with no reported patient harm. This is report one of two for the event.

Manufacturer narrative:
Additional information in d4 (lot number), d10, h3, and h6 (method). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00344.

Event description:
It was reported that during the procedure, while attempting to remove set screws, the tip of two drivers broke. All broken pieces were retrieved from the patient with no reported patient harm. This is report one of two for the event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d11, g4, h1, h2, h3, h4, h6, h10. D11 - medical product: catalog #: 730m0017, vitality t27 final driver, lot # mc4306817. Reported event was considered confirmed via visual inspection reveals that the tips have broken off of both pieces. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.